Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved catheter was broken. No blood loss was reported. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the carrier tube, arteriotomy locator, hemostasis sheath and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found with several kinks along the body and with collagen saturated in blood. The locator was found with a kink at the blood inlet hole. No other damage or issues were found. The complaint could be confirmed for a kinked locator. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the locator during attempted insertion into the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).